Event description:
Limited information was reported, through a legal event. That a patient was implanted with strattice firm on (B)(6) 2012. The form also indicates, that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication, for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown. Therefore, a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available, during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record for strattice lot 1016002 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 10/oct/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿recurrent incarcerated incisional hernia¿ surgery and was implanted with a strattice device lot s10945-125 on (B)(6) 2012. The patient underwent an ¿open repair of recurrent incisional hernia with mesh, removal of old mesh¿ on (B)(6) 2013. The patient also underwent ¿robotic recurrent ventral hernia repair with mesh¿ on (B)(6) 2023. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain and suffering, physical injury, loss of enjoyment of life and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿had lifting restrictions and had to adjust [their] physical activities.¿ patient ¿had difficulty performing such tasks as walking long distances, bending, laying on [their] stomach and standing up straight.¿ patient ¿had difficulty participating in family outings and activities.¿ patient¿s ¿stomach is scarred & disfigured which causes [them] embarrassment and low self-esteem.¿ patient ¿is fearful [they] will suffer a hernia in the future.¿ the form lists the conditions that were treated were ¿open repair of recurrent incarcerated incisional hernia with placement of 10 x 6 cm biologic stratus mesh, partial small bowel resection with primary anastomosis¿ between v2013 and (B)(6) 2012. The patient also received treatment for ¿open repair of recurrent incisional hernia with mesh, removal of old mesh¿ on or about (B)(6) 2013. The patient was treated for ¿robotic recurrent ventral hernia repair with mesh¿ on or about (B)(6) 2023. The patient was sent for ¿evaluations for recurrent incisional hernia¿ between (B)(6) 2021 and 2022. The patient was treated for ¿hernia symptoms, attempted to manually reduce hernia¿ in 2021. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿bard sepramesh, lot #huxb0560¿ on (B)(6) 2013. The form indicates that the device was removed or revised on (B)(6) 2023 due to ¿robotic recurrent ventral hernia repair with mesh.¿ the patient was implanted with another non-abbvie device, ¿bard ventralight, lot # unknown¿ on the same date. It is unknown if the device was removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2012. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.